Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient mentioned in 2022 they got a new implant and stated they have never used this one to connect. Patient reported they felt there was a problem because one side feels like it's pulsating like when it's up high like when they set therapy the first day, and they asked if they could feel like you are "hitting the table or something", and reported it is going all the way down to their toes and they have their toes taped because it hurts so bad. Patient reported it is "really unbearable right now". Patient reported they are trying to connect, and they keep repositioning, but they are unable to connect with their implant. Patient reported getting "unable to communicate with the device, communication lost, ensure external device is within range and batteries are in place". Patient confirmed communicator was directly on their implant. Patient stated they charged communicator yesterday bec ause it would not turn on and confirmed today communicator turned on but stated they have tried different spots to connect, and they are unable to. Agent reviewed message meaning. Patient confirmed using handset that was given to them with their permanent implant. It was determined that patient was using the my therapy app. Agent reviewed for patient to use the interstim x my therapy app. Patient successfully connected with their implant when using the correct interstim x my therapy app. Patient mentioned getting communicator low battery message (communicator at 18%). Patient stated they charged communicator all night long because communicator would not power on and stated they have only used communicator like 20 times (for about 15 mins) and inquired if there could be something wrong with the communicator battery. Patient confirmed seeing yellow light on communicator during the call. Patient was able to bypass and use communicator on the call to successfully decrease stimulation. Patient reported still feeling a constant pulsating that would not stop despite decreasing stimulation. Agent reviewed general therapy overview. Patient stated still feeling the same with therapy at 0.1. Patient stated they don't want therapy to be off when they need it to work. Patient reported it feels like it is only on one side. Patient tried changing programs but reported still feeling uncomfortable at lowest setting (0.1) on another program. Patient turned off therapy on the call but reported still feeling vibration. Patient denied any recent trauma/falls. Patient stated they always lay on their back and have tried laying in different positions such as on their stomach. Patient stated this started on sunday and reported it started "doing it further apart" and stated they got a cat scan on saturday, and this happened the next day. Patient was redirected to their healthcare provider to further address the issue. Emailed patient hcp listing. Patient will continue charging communicator as patient reported they have not seen communicator battery indicator light turn green at all and stated it remains orange. Patient will continue charging communicator fully and will call back if not fully charging for replacement communicator if needed. Additional information was received, the patient called in because they left the communicator plugged in over night and the battery light never turned green.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.